Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3889-28, lot# va1gdq1, implanted: (B)(6) 2017 explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient never got a response to therapy as they did during their peripheral nerve evaluation. It was noted patient cycled through all mbf programs and there was improvement with bowel function on some programs, but urinary urge incontinence issues continued. It was confirmed that there were no impedances and they worked through all 7 mbf programs. Patient had a lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.